Event description:
It was reported that the anesthesia system failed to ventilate in automatic ventilation mode. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer visited the hospital and investigated the anesthesia system. The reported issue could not be reproduced. The system passed the system check out and was tested on a test lung in automatic ventilation mode without any issues. No logs have been provided so the reported issue cannot be verified and the cause of the reported issue has not been determined.

Event description:
Manufacturer's reference number: (B)(4).